Manufacturer narrative:
This lead remains implanted and in service. Should additonal information become available this investigaiton will be udpated.

Event description:
Boston scientific received information that this atrial lead was successfully implanted. Post pocket closure, defibrillation testing was performed. It was noted this lead had dislodged. A revision procedure was performed. This lead was successfully repositioned. No adverse patient effects were reported.